Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed secondary damage was misuse of the product. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire and the knife blade was not able to cut. The device did not work at all. Changed to a new product to complete the case. Patient status: stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire and the knife blade was not able to cut. The device did not work at all.